Manufacturer narrative:
Follow-up received on 20-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had pelvic pain. Essure inserts were removed the following year. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Since essure therapy may cause pelvic pain and considering that there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 24-feb-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2014 for permanent contraception. Essure inserts were removed in (B)(6) 2015 due to a lot of bleeding and pelvic pain. Follow-up information received on 30-mar-2016 from the physician: the physician informed that she did not perform the essure procedure. On (B)(6) 2015, the patient presented to her office, as a new patient, with complaints of pelvic pain, irregular bleeding and painful intercourse. On (B)(6) 2015, she returned to the office continuing to have pelvic pain and wanted to have the essure removed. It was explained to her that essure could not be removed. Options were discussed with the patient to have a hysterectomy, but there was no guarantee that the pain would be resolved. Surgery was performed on (B)(6) 2015. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had pelvic pain. Essure inserts were removed the following year. Pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Since essure therapy may cause pelvic pain and considering that there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.